Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited oversensing of the atrial channel which led to inappropriate anti-tachycardia response events to be stored. This pacemaker was also reported to have exhibited high out of range pace impedance measurements on all channels. Boston scientific technical services discussed appeared to be due to electromagnetic interference. This device system remains in service and will continue to be monitored. No adverse patient effects were reported.